Event description:
Additional information received that patient did not put the ipg in surgery mode during the procedure. Patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices after an unrelated procedure, and patient lost therapy. The patient had put the ipg into surgery mode prior to the procedure. Troubleshooting was unable to recover the ipg. As a result, surgical intervention may be pending to address the issue.